Event description:
Procedure type: roux-en-y. According to the reporter: after completion of anastomoses, it was confirmed that there was a part of metal attached to the ring at the anvil head. Through x-ray imaging after procedure, it was confirmed that nothing metal was left in the cavity of the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).